Manufacturer narrative:
Additional information was received that the skin ulceration of the left chest was assessed as related to the adhesive patches and not related to the study device system. No other information is available.

Event description:
A report was received that the patient developed burning and skin ulceration of the left chest, with a local infection at the study device or the tissue directly adjacent to the study device site. The patient was treated with medication and was advised to rotate sites, and changing and or removing the adhesive patches more frequently. The event is reported as not related to the procedure or stimulation, and related to the study device system, device hardware. The event is considered to be resolving.

Event description:
A report was received that the patient developed burning and skin ulceration of the left chest, with a local infection at the study device or the tissue directly adjacent to the study device site. The patient was treated with medication and was advised to rotate sites, and changing and or removing the adhesive patches more frequently. The event is reported as not related to the procedure or stimulation, and related to the study device system, device hardware. The event is considered to be resolving.